Event description:
New information received notes oversensing was also noted. The right ventricular lead was capped and replaced on (B)(6) 2019. Patient was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed right ventricular lead noise. Programming changes and lead replacement were discussed. No interventions were taken. Patient will continue to be monitored.